Event description:
It was reported that during surgery the plastic top broke off. No delay or injury reported. A back up device was available.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The sleeve cap was fractured and only a portion of it was returned. The scale cap was also disassembled from the scale and was returned. All other pieces of the assembly were also returned. The device was manufactured in 2008 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to eliminate/reduce the occurrence of this failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.